Event description:
Pt had a temporary pacemaker that stopped working during flight. I had the rn prior to leaving the pt room change the battery and she did. The temporary pacemaker was working (showing green light in upper left hand corner). We left with the pt, loaded him into the helicopter, secured equipment, lifted, and noticed pt was not being paced. Flight registered nurse (frn) checked connection to box and to pt, and checked to make sure the battery was not put in backwards. The frn check with pt continuous throughout flight to make sure pt was not developing chest pain (which he did not) and there was no change in pt's rhythm throughout care. Rn at hospital was told immediately when pt arrived to room and she went and got their temporary pacemaker and changed the pt over to theirs without incident.device #1is this a laboratory device or laboratory test?no.